Event description:
Pt had completed treatment, and was being lowered while on the treatment couch. The pt lowered their hands to a position which was under the couch top sliding rails, while the couch was simultaneously being moved out longitudinally. Their finger became trapped/pinched between the top sliding rail and the pedestal base. He pt was taken off the table, evaluated by a nurse, and subsequently taken to the emergency dept. Pt was diagnosed with a fracture of the 3rd digit, requiring "splinting" of the finger. The pt was not hospitalized.